Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump sometimes did not turned on with new batteries. The customer's blood glucose value was unknown. The customer stated that the insulin pump had to change batteries every 2-3 weeks, alerts were more frequent, line across screen display, unexplained no delivery alarms. The insulin pump will not be returned for analysis.